Event description:
It was reported that the patient had "scar tissue in her pocket." It was stated that "when she first got this thing she had a problem with that." Her "pocket had more scar tissue and had a little pus pocket back there." She was getting cortisone shots and had to take something to get the pus pocket out of there because it was swollen in her right hip area. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 377875, lot# n0037161, implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 377875, lot# n0041982, implanted: (B)(6) 2005, product type: lead. (B)(4).